Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (gong alarms and false asystole events) has been confirmed. Upon investigation the electrode belt failed testing. The cause for the failure was isolated to damaged ECG "a" and "b"and ECG "c" and "d" cables. Additionally the electrode belt's dn pca was defective and the u713 component was also defective. The root cause for the damage and defective components was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving frequent gong alarms and false asystole events.